Event description:
It was reported that the patient experienced a loss of therapeutic effect with a return of symptoms. The device had multiple open im pedances. The implantable neurostimulator (ins) and lead were replaced. The patient recovered without sequela and was "doing great".

Manufacturer narrative:
Lead model 3093-28 lot# v610502 implanted: (B)(6) 2011 explanted: (B)(6) 2011 programmer model 3037 serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Evaluation of the lead revealed the outer insulation intact with the distal end stretched. There were no shorts between circuits and the continuity was acceptable. The distal end of the lead and conductor were broken on electrode 3. System test results showed no output on all electrode pairs using electrode 3. Functional and visual testing of the neurostimulator revealed no significant anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.